Manufacturer narrative:
Bayer case number: (B)(4). Menstrual periods hemorrhagic [bleeding menstrual heavy]. Menstrual periods became increasingly painful/ pelvic pain during menstruation [pain. Menstrual] . Intense fatigue / inexplicable exhaustion [fatigue]. Thyroid cancer [thyroid cancer]. Pain spread to my joints [joint pain]. Pain spread to my entire body [general body pain]. Migraines [migraine]. Adenomyosis [adenomyosis]. Asthenia [asthenia]. Metrorrhagia [metrorrhagia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-jun-2025. The most recent information was received on 03-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("menstrual periods hemorrhagic") in a 39 year-old female patient who had essure inserted (lot no. B11719) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section and axillary lymph nodes enlarged. Previously administered products included: iud nos. Past adverse reactions to the above products included: intolerance iud with iud nos. On (B)(6) 2013, the patient had essure inserted. In 2016 she was found to have thyroid cancer ("thyroid cancer"). Essure was removed on (B)(6) 2017. In 2017 she experienced adenomyosis ("adenomyosis"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("menstrual periods became increasingly painful/ pelvic pain during menstruation"), fatigue ("intense fatigue / inexplicable exhaustion"), arthralgia ("pain spread to my joints"), pain ("pain spread to my entire body"), migraine ("migraines"), asthenia ("asthenia") and intermenstrual bleeding ("metrorrhagia"). The patient was treated with esmia (ulipristal acetate) as well as surgery (subtotal hysterectomy and bilateral salpingectomy) and non-drug therapy ((B)(6) 2016 radioactive iodine). At the time of the report, the dysmenorrhoea had resolved and the fatigue had not resolved. The outcomes for heavy menstrual bleeding, thyroid cancer, arthralgia, pain, migraine, adenomyosis and asthenia were unknown. The reporter considered adenomyosis, arthralgia, asthenia, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding, migraine, pain and thyroid cancer to be related to essure administration. The reporter commented: in (B)(6) 2016, I heard about possible adverse effects linked to the insertion of essure implants. In (B)(6) 2017, I consulted the gynaecologist who inserted the implants; I told him about this; he reassured me about the essure implants but diagnosed me with adenomyosis. In (B)(6) 2017, I underwent a hysterectomy to treat this adenomyosis but that did not relieve either my pain or my fatigue. After trying esmia treatment in the spring of 2017, I underwent a subtotal hysterectomy and bilateral salpingectomy. (B)(6) 2017 surgical hysterectomy for endometrectomy. (B)(6) 2017 sub-total laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Pathology test] on (B)(6) 2017: under general anaesthesia, patient in gynaecological position. Gradual dilation of the cervix to the diameter of a no. 6 hegar dilator insertion of the 6 mm bipolar hystero-resectoscope which showed the presence of a proliferative endometrium. Total resection of the surfaces anterior and posterior to the loop. Good haemostasis. Normal saline solution: input = output = 3 litres. Duration of procedure: 15 minutes. Scraping samples sent to the pathological anatomy department; on (B)(6) 2017: trans-umbilical open laparoscopy. Gentle, gradual insufflation to 12 mmhg of pressure. Patient placed in trendelenburg position. Examination of the abdominal and pelvic cavities: uterus inflamed in appearance. 5 mm trocar inserted into the left side and 11 mm trocar inserted supra-publically under visual guidance. Energy system used: thunderbeat coagulation and sectioning of the mesosalpinx, the utero-ovarian ligaments and the round ligament . Parametria opened, both ureters located. The uterine pedicles are coagulated, then sectioned on the inside of the ureters. Utero-vesical [pouch] detached. Isthmus sectioned with monopolar scissors. Subtotal hysterectomy. Coagulation of the cervical body. Haemostasis checked. Gyrus bipolar morcellator inserted through the 11 mm supra-pubic trocar surgical specimen extracted batch number b11719, expiration date 2016-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jul-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Menstrual periods heamorrhagic [bleeding menstrual heavy], menstrual periods became increasingly painful/ pelvic pain during menstruation [pain menstrual], intense fatigue / inexplicable exhaustion [fatigue], thyroid cancer [thyroid cancer], pain spread to my joints [joint pain], pain spread to my entire body [general body pain], migraines [migraine], adenomyosis [adenomyosis], asthenia [asthenia], metrorrhagia [metrorrhagia]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("menstrual periods heamorrhagic") in a 39-year-old female patient who had essure inserted (lot no. B11719) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section and axillary lymph nodes enlarged. Previously administered products included: iud nos. Past adverse reactions to the above products included: intolarance iud with iud nos. On (B)(6) 2013, the patient had essure inserted. In 2016 she was found to have thyroid cancer ("thyroid cancer"). Essure was removed on (B)(6) 2017. In 2017 she experienced adenomyosis ("adenomyosis"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("menstrual periods became increasingly painful/ pelvic pain during menstruation"), fatigue ("intense fatigue / inexplicable exhaustion"), arthralgia ("pain spread to my joints"), pain ("pain spread to my entire body"), migraine ("migraines"), asthenia ("asthenia") and intermenstrual bleeding ("metrorrhagia"). The patient was treated with esmia (ulipristal acetate) as well as surgery (subtotal hysterectomy and bilateral salpingectomy) and non-drug therapy ((B)(6) 2016 radioactive iodine). At the time of the report, the dysmenorrhoea had resolved and the fatigue had not resolved. The outcomes for heavy menstrual bleeding, thyroid cancer, arthralgia, pain, migraine, adenomyosis and asthenia were unknown. The reporter considered adenomyosis, arthralgia, asthenia, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding, migraine, pain and thyroid cancer to be related to essure administration. The reporter commented: in december 2016, I heard about possible adverse effects linked to the insertion of essure implants. In january 2017, I consulted the gynaecologist who inserted the implants; I told him about this; he reassured me about the essure implants but diagnosed me with adenomyosis. In (B)(6) 2017, I underwent a hysterectomy to treat this adenomyosis but that did not relieve either my pain or my fatigue. After trying esmia treatment in the spring of 2017, I underwent a subtotal hysterectomy and bilateral salpingectomy. (B)(6) 2017 surgical hysterectomy for endometrectomy. (B)(6) 2017 sub-total laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. [Pathology test] on (B)(6) 2017: under general anaesthesia, patient in gynaecological position. Gradual dilation of the cervix to the diameter of a no. 6 hegar dilator insertion of the 6 mm bipolar hystero-resectoscope which showed the presence of a proliferative endometrium total resection of the surfaces anterior and posterior to the loop. Good haemostasis. Normal saline solution: input = output = 3 litres. Duration of procedure: 15 minutes scraping samples sent to the pathological anatomy department; on (B)(6) 2017: trans-umbilical open laparoscopy. Gentle, gradual insufflation to 12 mmhg of pressure patient placed in trendelenburg position. Examination of the abdominal and pelvic cavities: uterus inflamed in appearance. 5 mm trocar inserted into the left side and 11 mm trocar inserted supra-pubically under visual guidance. Energy system used: thunderbeat coagulation and sectioning of the mesosalpinx, the utero-ovarian ligaments and the round ligament. Parametria opened, both ureters located. The uterine pedicles are coagulated, then sectioned on the inside of the ureters. Utero-vesical [pouch] detached. Isthmus sectioned with monopolar scissors. Subtotal hysterectomy. Coagulation of the cervical body. Haemostasis checked. Gyrus bipolar morcellator inserted through the 11 mm supra-pubic trocar surgical specimen extracted. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.